Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reported their intellivue multi measurement server x2 did not produce any alarm on invasive blood pressure (ibp). No adverse event was reported.